Event description:
It was reported that the pump was "overpressurizing" the joint during surgery. There were no patient injuries reported as a result of the overpressurization and the case was successfully completed.